Event description:
The customer reported that near the end of a phacoemulsification procedure the machine stopped and presented a pinch valve error. The customer replaced the tubing pack and attempted to restart the system however it would not restart. The procedure was completed using the irrigation and aspiration handpiece. There was no pt injury.

Manufacturer narrative:
An investigation was conducted on the phaco equipment and no issues were found. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.